Event description:
Customer reported when auxiliary flowmeter is opened, flow is indicated on flowmeter, but oxygen does not flow out of flowmeter. Patient was noted to have a decrease in sao2. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.